Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; thi pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; damage; oth pain: stomach. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other (please specify) for the treatment of: bowel motions . Treatment duration: 1 month . On (B)(6) 2019 the patient commenced other medication (please specify): ultra muscleze for the treatment of: muscle, restless leg, sleep etc.. Treatment duration: 1.5 years. On (B)(6) 2020 the patient commenced injections (not associated with surgical treatment): superior hypogastric plexus impar block for the treatment of: reduce pain and block nerve down left leg . Treatment duration: once off . On (B)(6) 2020 the patient commenced other medication (please specify): clonadine for the treatment of: high blood pressure . Treatment duration: 1 year . On (B)(6) 2017 the patient commenced incontinence medication: duloxetine for the treatment of: stress urinary incontinence . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced pain medication: soluble panadol and nurofen for the treatment of: extreme pain relief . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced pain medication: palmitoylethanolamide for the treatment of: reduce pain . Treatment duration: 4 years . On (B)(6) 2019 the patient commenced other (please specify) for the treatment of: treat sleep apnea. On (B)(6) 2019 the patient commenced injections (not associated with surgical treatment): tmt joint injection for the treatment of: reduce nerve inflammation . Treatment duration: once off . On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: strengthen vaginal cavity walls . Treatment duration: 6 years . On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced other medication (please specify): zumenon estradiol for the treatment of: hormone replacement . Treatment duration: 21 years . On (B)(6) 2017 the patient commenced psychological medication: duloxetine . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced incontinence medication: betmiga for the treatment of: overactive bladder . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: bowel motions . Treatment duration: 4 years . On (B)(6) 2017 the patient commenced pain medication: tapentadol - 50mg twice, 100mg at night for the treatment of: reduce pain. Treatment duration: 4 years .